Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the ambicor penile prosthesis (app) infected. A malleable penile prosthesis was implanted in the left side only. A full recovery is expected for the patient.